Manufacturer narrative:
H6: investigation summary an mz1000 sample was not available for investigation of this feedback; however the customer indicates that leakage was identified from the connection of the maxzero. The customer provided photographs of the affected samples; no obvious damage was observed to the maxzero which may have contributed to the customer's experience and the exact location of the leakage could not be determined. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20065614 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. H3 other text : see h10.

Event description:
It was reported that 2 maxzero needleless connectors leaked from the valve connection. The following information was provided by the initial reporter, translated from portuguese to english: "the valve has a leak in the connection part."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 maxzero needleless connectors leaked from the valve connection. The following information was provided by the initial reporter, translated from (B)(6) to english: "the valve has a leak in the connection part."